Event description:
The patient was undergoing a pci. While advancing a 5.0cm x 12mm nc trek balloon. The shaft of the balloon cracked. The distal end was within the sheath, everything was removed in one unit, and manual hemostasis was achieved.